Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was not working and no sign of lights in scanner. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined power to the station fingerprint had no light. A field service engineer had worked together with customer and had rebooted the med station to resolve the issue of the device. After successful reboot, biometric identifier confirmed to be working. The system functioned as intended after the field service engineer had repaired the issue of the device.